Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient never experienced effective stimulation in the target pain pattern. The physician elected to explant the ipg, and in turn, implanted a drg system on (B)(6) 2016 to address the issue. The issue is resolved with the new system. The reported lead remains implanted.